Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions on how to reset the pump and assisted the caller in doing so. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact support again if the issue reappears. The caller acknowledged and understood the guidance provided.